Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this device was suspected of premature battery depletion (pbd). During follow-up prior to the patient undergoing radiation therapy the device showed 1.5 years remaining longevity with a magnet rate of 90 bpm. Several weeks later during another follow-up remaining longevity was observed to be less than 6 months with the same magnet rate of 90 bpm. A revision procedure was performed wherein the device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. It was found that the device never triggered replacement indicators while implanted. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but exhibited behavior consistent with devices that declared replacement earlier than previously estimated.